Event description:
It was reported that the mobile power unit's (mpu) patient cable was loose at the connectors, the handle had small cracks, and the bottom cover was cracked.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) (serial #: (B)(6)) was returned for analysis to the european distribution center (edc) and it was noted that the patient cable was loose around the lemo connector, the handle had small cracks, and the bottom cover was cracked. The mpu was powered on as intended. A functional test was performed. The system functioned as intended. The patient cable, handle, and bottom cover were replaced. Preventative maintenance was performed. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the mpu (serial #: (B)(6)) and the mpu was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.